Manufacturer narrative:
D4; h4: info is unavailable; device was not returned for eval.

Event description:
It was reported that the device was used during a hand assisted nephrectomy. The surgeon fired the stapler across the renal artery and the device did not have a cartridge in it. The surgeon informed the ees sales rep that the case was converted to an open procedure and the renal artery was repaired using sutures. The pt was transfused; exact number of units received is unk. The pt is in stable condition. The surgeon indicated that he was working with a float rn rather than the usual scrub tech.